Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53 lead, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead demonstrated noise, increased capture threshold, and measured low impedance. The lead will be closely monitored. The lead remains in use. No patient complications have been reported as a result of this event.